Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device and lead were not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the ventricular sic equaled 82 counts, in 0.06 days, on (B)(6) 2013. Concomitant products: d354drm implantable cardioverter defibrillator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013.

Event description:
It was reported that within one day post implant the right ventricular (rv) lead had undersensing of r-waves. During the lead repositioning there was trouble getting reasonable r-waves when attempting the lead in a low septal or apical position. Finally there was reasonable r-wave of 8-10 millivolts (mv) through the analyzer and after about 15 minutes had passed the rv lead was connected to the device and the auto r-wave reading with the device was 2mv and had a different shape compared to the analyzer printout. The rv lead was disconnected from the device and checked again with the analyzer and r-waves were found to still be 8mv with a good shape, but when reconnected to the device the auto r-wave was 1.9mv. The rv lead slack was adjusted but it made no difference in the sensing. It was questioned if there was a problem with the device since the analyzer r-waves readings both times differed and were better compared to the device readings. The rv lead was repositioned again and after many more attempts, r-waves of 7mv through the device were obtained. The rv lead and device remain in use. No patient complications have been reported as a result of this event.